Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and an images appeared to show the device deformity. However, it could not be confirmed as there was no deformation during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and 8f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 9mm amplatzer septal occluder was chosen for implant with an 8f amplatzer torqvue delivery system. During deployment, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with an 8mm amplatzer septal occluder. The replacement device was successfully implanted in the patient with no adverse patient effects. There was no report of interaction with cardiac structures during deployment and there was no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.